Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose was 473 mg/dl. Customer advised they changed their basal rates and now are having high blood glucose levels. Troubleshooting for high blood glucose levels was performed. Customer refused to do high pressure test on the insulin pump. Customer's blood glucose is now down to 190 mg/dl. Customer was advised to call back is high blood glucose levels remain.